Manufacturer narrative:
Other applicable components are (this field has been updated at this time): product ID 37081-40, serial# (B)(4), product type: extension; product ID 3550-29, lot# 0208320216, product type: accessory; product ID 3877-45, lot# 0209595851, product type: lead. Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the extension found ¿conductor #3 of the extension (circuit #11 of the ins) was broken 2.8 cm from the proximal end.¿

Event description:
Additional information reported the chronic pain patient's implantable neurostimulator (ins) was replaced due to end of service (eos). It was noted there was "nothing out of the ordinary to report."

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead.

Event description:
It was reported the patient experienced a "swelling at the lumbar incision, along the extension cable, and at the battery pack." The patient's lead and battery pack were removed due to a "csf leak." It was noted the devices were not removed due to normal battery depletion. There was no patient death or injury from the event and the patient "recovered without sequela" following the device removal.